Event description:
It was reported that 3 syringe 0.5ml 29g 12.7mm 10bag 500 EU had foreign matter (2) and leakage (1) during use. The following was reported by the initial reporter: "I have found so far two syringes which appear to have some fluid in the barrel straight out the packet. I first noticed when I pushed the air out of the syringe like normal before I can draw up my medication and the fluid leaked from the needle. Today I could found one with a clearly visible amount of fluid in before I even removed the cap.¿

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 9231025. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.5ml 29g 12.7mm 10bag 500 EU had foreign matter (2) and leakage (1) during use. The following was reported by the initial reporter: "I have found so far two syringes which appear to have some fluid in the barrel straight out the packet. I first noticed when I pushed the air out of the syringe like normal before I can draw up my medication and the fluid leaked from the needle. Today I could found one with a clearly visible amount of fluid in before I even removed the cap.¿